Event description:
Additional information was received. A lead revision was performed. This lead was removed and replaced. Post procedure, successful induction testing was performed. No patient symptoms were reported.

Manufacturer narrative:
Should additional be obtained or should this lead be returned, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements. In addition, sensing and threshold changes were also noted. A review of the data revealed noise, however no patient symptoms were reported. The patient with this lead is not pacemaker dependent and has not experienced any adverse patient effects. The device was reprogrammed. A lead revision is intended in the near future.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. When additional information becomes available, this event will be updated.